Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) level (270 mg/dl). The customer delivered a bolus with the pump to address bg level. The customer reported the cause of the high bg was due to eating.